Event description:
Natus csf external drainage system - break in clamp that attaches to IV pole. Rn (registered nurse) took the pressure scale/chamber of the evd off the pole to re-level. Rn went to tighten the blue screw of the evd to the pole and the "white" piece below broke off causing the entire evd system to be tilted. No injuries.

Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). Serial number of the affected part to be confirmed. No related capas. Per doc (B)(4) rev 08 risk analysis spreadsheet, hazard ID 5.1 cause - breakage of pole clamp that holds all components of eds 3. Effect (harm)- delay in patient treatment. Residual risk - medium. Various attempts are being made to obtain further information.

Event description:
Natus csf external drainage system - break in clamp that attaches to IV pole. Rn (registered nurse) took the pressure scale/chamber of the evd off the pole to re-level. Rn went to tighten the blue screw of the evd to the pole and the "white" piece below broke off causing the entire evd system to be tilted. No injuries.

Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). No lot number information provided. Complaint history review/trend analysis: (24 months review and percent of sales) (B)(4) previously confirmed "integ-broke in use" complaints within the past two years. (B)(4) nt821731c units sold within past two years. Failure rate = (B)(4). Root cause/failure investigation: the customer did not return the device for evaluation or provide any further information regarding the alleged complaint. Failure mode: no device returned - unable to determine.